Manufacturer narrative:
Concomitant products: evolutpro-23-us transcatheter valve, implanted (B)(6) 2017.

Event description:
It was reported that the right ventricular (rv) lead had dislodged and had loss of capture. The lead was revised and repositioned and remains in use. No patient complications have been reported as a result of this event.